Event description:
Patient was revised to address metallosis and wear of the head attributed to vertical positioning of the cup. Rather than revise the cup, which was well-fixed, a poly liner was implanted instead. Doi 2003 - dor (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address metallosis and wear of the head attributed to vertical positioning of the cup. Rather than revise the cup, which was well-fixed, a poly liner was implanted instead. Doi 2003 - dor (B)(6) 2009. Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The unknown depuy cup that was reported in the wpc were updated and added lot number. Head product code and lot number were changed and added law firm in the facility name. The patient underwent second revision on (B)(6), 2014, however, there was no allegation reported in the ppf.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.